Event description:
The customer is reporting that the v60 is alarming backup alarm failed. The customer reported that the unit was not in use on a patient. The issue was discovered during setup for patient use. The customer contacted product support and confirmed diagnostic code 1104 in the v60 significant event log, backup alarm failed. When the backup audible alarm test fails, alarms normally enunciated by the backup audio device use the primary speakers. Product support advised the customer the likely failure is the v60 cpu board. Product support advised the customer to take a photo of the v60 service screen for referencing the old cpu serial number and purchase options. Product support provided biomed with part number for the v60 cpu board. Product support advised the customer to restore the v60 serial number and power on hours using tera term after replacing the cpu board. Biomed advised to call back with new cpu serial number and purchased options requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the biomedical engineer reported that part is on back order. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered central processing unit (cpu) board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.